Event description:
The pt was observed with decreased respiration rate while receiving an epidural through an ivac signature intravenous pump. The nurse observed that there was less volume left in the 100ml bag than expected. The immediate assumption was that the pump was defective. This event was not immediately reported to the MFR because the initial investigation showed that the pump was operating correctly, and that the nurse had input a larger volume to be infused then there was fluid in the bag. After extensive review co is sending this report in as a notice of what co believes is a design problem. The fact that the line can empty as a bag empties and the subsequent need for repriming, leads to a perception that the pump is infusing at a greater rate than what it is set at. Co recommends drip sensor be added to the pump or that a float valve be added to the drip chamber. Either of these would stop the pump (with alarm) before the line was emptied. Stronger education was also needed to emphasize the risk.